Event description:
Customer was found unconscious in the morning. Blood glucose tests were performed and results of 161 and 101mg/dl were received. The customer had a stroke last week so family member called 911. The customer regained consciousness when the emergency medical tech arrived. On the emergency medical tech device the result was 29mg/dl. The customer was given a glucose injection and taken to the hosp. At the hosp the customer's blood glucose level was 171mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.